Event description:
Fourteen days post procedure the patient was hospitalized in stable condition and treatment for a different lesion was conducted. Cag was conducted and thrombus was confirmed in the implanted cypher stent. To treat the thrombus, aspiration and poba was conducted. Physician's comment: possible cause of the sat was probably because it was a cto lesion. Anti-platelet therapies conducted are the following: aspirin 100mg/day, ticlopidine hydrochloride 200 mg/day and warfarin pottasium (dosage unknown). In september 8,2005 the patient went into the cardiac cath lab for an elective case. The target lesion was a bifurcated, calcified, cto and restenotic (previously treated by poba) lesion aha/acc classification of the vessel was a type c . The target lesion was predilated with a 2.0x20mm balloon. A 2.5xs28mm cypher stent was implanted at 16 atm for 60 seconds. Then a 3.0 x 33mm cypher stent was implanted at 16 atm for 60 seconds, overlapping the 1st cypher stent. Finally a 3.5x18mm cypher stent was implant at 16 atm for 60 seconds overlapping the 2nd cypher stent. Post dilataion was not conducted. Ivus was conducted.